Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and irritated, and the irritation was located on the left breast and side therapy pad. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was sent extra garments. The patient's daughter spoke with the doctor and was advised cerave lotion seems to help with irritations. The medical outcome is unknown.